Event description:
It was reported that sometimes after the iab was inserted, the insertion site was found to be bleeding. As a result of this, the iab was removed and replaced. The opposite femoral artery was used, but resistance was encountered when the iab was passed through the introducer sheath. The iab was not able to be withdrawn through the sheath, so the entire assembly was removed. There were no associated pt complications.